Event description:
Received report of catheter balloon rupture while in pt. It was reported that the balloon passed preinsertion testing before and after the contamination sheath placement. The customer uses an arrow percutaneous introducer set. Following catheter placement, no resistance was felt while attempting to inflate the balloon. The catheter was removed and the defective balloon appeared to have all pieces present. The catheter was immediately replaced without harm or injury to the pt.